Manufacturer narrative:
Received one device. Through visual inspection. Replaced battery compartment. Also found upstream occlusion sensor (uso) defective, replaced uso sensor, downstream occlusion sensor (dso) seal and printed wire assembly (pwa) board. Performed sensor calibration. Performed performance verification tests (pvt) , unit pass all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the battery divider was missing. The event happened during testing. During the investigation it was found that the uso sensor was defective.